Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a procedure performed on (B)(6) 2009. According to the complainant, during the procedure, an e89 (high power measured) and a p4 (high current in pad #4) error occurred. The p4 error may have been that the pad may have become loose or improper orientation of the pad. Both errors were cleared and the procedure was completed with the same rf 3000 radiofrequency generator. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).